Event description:
The device was used on an unreported procedure. The er320 clips did not form tightly. There was no consequence to the pt. 12/2/96 1351 surgeon called back and confirmed the info as reported by the rep. He stated there was no difficulty in firing the instrument, but when the clip was inspected, it slid easily off the structure. It was difficult to note the malformation until close observation. Another instrument was used to complete the case.

Manufacturer narrative:
H6: code 400(other); yielded jaws. Results of evaluation: conclusion; based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard objectt, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.